Manufacturer narrative:
The pump was returned to animas for eval. A review of pump's history showed multiple loss of prime alarms due to low non zero force. During eval, the force sensor was found to be out of calibration.

Event description:
Pump was returned to animas. Eval revealed an out of calibration force sensor. This report is being made based on eval results.